Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident due to continuous glucose monitoring was not being connected to insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 576 mg/dl. Blood glucose level was lowered down to 247 mg/dl or 245 mg/dl at bedtime. The customer did experienced symptoms of high blood glucose value such as nausea, difficulty breathing. Customer reported that sound of insulin pump was working on and off and battery was died. Battery of transmitter was died and customer had high blood glucose level, so insulin pump was rebooted. The insulin pump will not be returned for analysis.